Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery does not last long, damage to the battery compartment, had a failed battery test and button error alarm and the act button was hard to press. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. Broken battery tube threads and missing end cap sticker noted. Insulin pump received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing.

Manufacturer narrative:
Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. Broken battery tube threads and missing end cap sticker noted. Pump received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during testing.